Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process.